Event description:
A malfunction alarm was reported by the customer, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. The customer chose multiple daily injections (mdi) as a backup therapy to maintain insulin delivery, and technical support arranged for a pump replacement. The customer was guided on how to put the pump into storage mode and agreed to return it using a prepaid shipping label within ten days.